Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 25 september 2019, it was reported that a mesher required a gear replacement. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 1.5:1 cutter serial number (B)(4) and 2:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on 7 october 2019 found that the roller gear and that the roller was damaged on the device, but still produced a passing test mesh and was within calibration specifications. Review of the two returned cutters found that both produced incomplete cuts. Repair of the mesher occurred the same day and involved replacing the roller and the roller gears. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the rollers gear was damaged on the device, it cannot be determined from the information provided as to what caused the damage to the gear itself. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that the device had a gear replacement. Event occurred upon receipt from service with zimmer and no part of the device was bent or damaged. During the investigation, the cutters did not produced incomplete cuts. No adverse events were reported as a result of this malfunction.